Event description:
It was reported that the right ventricular (rv) lead coil fractured. Laser lead extraction was attempted but was unsuccessful and the lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4054 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.